Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no telemetry and no pacing. After explant, the device was successfully interrogated.